Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for episodes classified as supra ventricular tachycardia (svt) when they were possibly ventricular tachycardia (vt) episodes. The patient also reported chest pain. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.